Event description:
A customer contacted physio-control to report that the device did not deliver therapy. After multiple tries to deliver therapy the device was replaced with another device to provide defibrillation therapy. The patient associated with the reported event was not harmed.

Event description:
A customer contacted physio-control to report that the device did not deliver therapy. After multiple tries to deliver therapy the device was replaced with another device to provide defibrillation therapy. The patient associated with the reported event was not harmed.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information. Physio further evaluated the therapy pcba and found that k1 relay on the pcba was the cause of the reported issue.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and verified the reported issue. After replacing the therapy board and the spo2 chassis connector, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that the device did not deliver therapy. After multiple tries to deliver therapy the device was replaced with another device to provide defibrillation therapy. The patient associated with the reported event was not harmed.